Manufacturer narrative:
[B][4]. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged that the insulin pump was over delivering insulin because in the day history it was reported that catheter filling delivered 30u, but they were not having a fill cannula. Customer stated that they did not touch the device and had a juice since they read that 30u were unexpectedly delivered. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.hold for brandi 2.14